Event description:
It was reported in a service report that the foot end of the bed would no lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: capacitor - foot end lift capacitor was disconnected.